Event description:
It was reported that the customer's pump screen was dark and would not turn on, while a red led flashed every 30 seconds, and the pump beeped and vibrated once every three minutes. There was no reported impact to the customer's blood glucose level. Technical support decided to replace the pump, as it was under warranty, and confirmed the shipping address. The customer was guided on using multiple daily injections as backup therapy and instructed to put the pump into storage mode before returning it. The customer acknowledged and understood the instructions provided by technical support.